Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown where the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of x-rays and/or product or further information. The lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It was reported that the patient was revised due to a torn patellar tendon. It is also reported that the surgeon elected to revise to a different knee system for added stability.